Event description:
Case description: investigation result: novopen echo - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following; -investigation result updated. -device tab, EU/ca tab and device addendum tab updated. -narrative updated accordingly. Final manufacturer's comment: 14-dec-2021: the suspected device (novopen echo) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not valid, no batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient's underlying medical condition of type 1 diabetes mellitus is a confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary investigation result: novopen echo - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Their sugars are in the mid 20's at around 25-27 [blood glucose increased], nothing coming out of their pen or sometimes it shoots out of the end when they do an air shot [device malfunction], sugars are not being controlled [diabetes mellitus inadequate control]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "their sugars are in the mid 20's at around 25-27(blood sugar increased)" with an unspecified onset date, "nothing coming out of their pen or sometimes it shoots out of the end when they do an air shot(device malfunction)" with an unspecified onset date, "sugars are not being controlled(loss of control of blood sugar)" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes", current condition: type 1 diabetes (duration not reported). On an unknown date, the patient novopen echo, and had a "frightening" time the past few days. Their sugars were in the mid 20's at around 25-27 (units not reported). It was also reported that, they were using tricare needles but nothing coming out of their pen so the gp (general practitioner) gave them a new one and that is the same, or sometimes it shoots out of the end when they do an air shot. They "threatened to stop eating one day" and that the pen was registering the dose or test shots, but their sugars were not being controlled. The caller stated they were going to test their sugars, have their dinner, and see how their sugars are then call the surgery. Batch number was not available. Action taken to novopen echo was not reported. The outcome for the event "their sugars are in the mid 20's at around 25-27(blood sugar increased)" was not reported. The outcome for the event "nothing coming out of their pen or sometimes it shoots out of the end when they do an air shot(device malfunction)" was not reported. The outcome for the event "sugars are not being controlled(loss of control of blood sugar)" was not reported. Preliminary manufacturer's comment: 07-oct-2021: the suspected device novopen echo has not been returned to novo nordisk for evaluation. No conclusion is reached.